Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Hcp reported injecting a patient in the lips with one syringe of juvéderm volbella® xc. 18 days later, patient was injected in the lips with an additional syringe of juvéderm volbella® xc. 54 days later, patient started experiencing swelling in the lips, bruising in the lips, warm lips, and bumps on lips. The swelling in the lips, the lips were warm, and bumps were all related as they are inflammatory nodules. Eight days later, patient was provided benadryl, kenalog shot, and antibiotics as treatment. Event resolved about a month and a half later. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00931 (abbvie complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc.